Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 2 mmol/l with symptoms of unsteadiness and dizziness. The patient self treated with food and drink to bring their blood glucose up. The patient was unwilling to troubleshoot the pump at the time of the call. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/23/2018 with the following findings: the pump's black box showed that the pump was manually suspended and insulin deliveries never resumed. There were other manual suspend operations observed in the pump history. The recorded total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. The alleged issue could not be duplicated.